Manufacturer narrative:
Evaluation summary: the visi-pro was received for evaluation. The sheath used during the procedure was not returned. The visi-pro was returned with the stent loaded onto the un-inflated balloon. It could be seen that stent struts on the proximal end were flared outward and the outer rim of the distal end of the stent was pushed inward. The returned catheter would not be able to be loaded into a 6f sheath without causing further damage to the stent due to the flared out stent struts.

Event description:
It was reported that the physician was attempting to treat a patient at the right common iliac artery using a visi-pro stent. The lesion was described as calcified and it was not pre-dilated. It was reported that the IFU was followed to prepare the device and no issues were noted at that time. It was reported that the stent was damaged while inserting it into a 6f sheath and it was then unable to cross the lesion. The procedure was completed by dilating the lesion with an evercross balloon followed by implanting a 7x27x80 visi-pro stent. No patient injury reported.

Manufacturer narrative:
Correction UDI # added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.